Event description:
The lead was attempted on (B)(6) 2011 due to the lead would not advance into small target vein. The procedure took place at (B)(6) hospital. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).